Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that after successful and uneventful right internal carotid artery stenting procedure, the patient developed hypotension requiring treatment with neo-synephrine. The hypotension resolved in three days and the patient was discharged to home. There is no additional information available. Study event.